Manufacturer narrative:
Updated fields: a1, b4, b5, b6, b7, d11, e1 (initial reporter), e2, e3, g3, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a display failure while transporting the pump. A customer knocked the display off the pump and snapped the display cable and nylon p clip off of pump console. No patient was on the pump at the time of the incident. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the display failure. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found the monitor coiled cable broken off of the pump. To fix the issue, the fse replaced all damaged parts, cable,backplane to coiled cord , cable,coiled cord, screw kit, cardiosave f-o. Connector, screw kit, cardiosave pc boards and cable tie, 5/16 nylon p-clip. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a display failure, possibly due to the cable being broken. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.